Event description:
Pt husband calling to report pump malfunction, states "down stream occlusion" message keeps popping up - confirmed pt tried restarting, removing all possible occlusions, cartridge change, troubleshoot no success. Replacement pump warranted, pt confirms she has switched over to her back up pump with no issue. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number (B)(6). Set flow rate and volume delivered are unknown. Provide the position of the pump when alarm occurred unknown. ï¾· pump return tracking information is not available. Photographs were not provided. Pulmonary arterial hypertension. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, did we replace device? Yes, did the patient have a backup device they were able to switch to? Yes, was the patient able to successfully continue their infusion? Yes, what troubleshooting was done? Restart pump, change cartridge; is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved.